Event description:
It was reported that there was a high impedance alert on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x 2 implantable pacing leads, (B)(6) 2010; 5866-38m adaptor, (B)(6) 2010; d224trk implantable cardioverter defibrillator, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2006. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).